Event description:
The dental hygienist was preparing #18 tooth (lower right 2nd molar) to place a sculant. A "3-m" espe prompt l-pop was used to etch the tooth. They noticed a burn on the mucosa of the right cheek opposite to #18. There was no pain at the time. Rinsed and informed the pt and their family member. Followed up with a phone call to check on pt. No problem reported. The burn was a white lesion about 4 mm x 20 mm.